Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a laparoscopic colectomy using a surgical clip (for marking purposes), the clip fell off of the large intestines and remains inside the patient. The procedure was successfully completed. There have been no additional consequences to the patient.

Manufacturer narrative:
This report is being updated to provide investigation findings. The lot was not provided and the manufacture date cannot be identified since the subject device was not returned to olympus. Therefore, a device history record (DHR) review could not be performed for the suspect device. Olympus does not ship devices unless all design and safety specifications are met. The DHR for over the past year prior to the date of occurrence was inspected. No abnormalities found in the DHR of the following items which relate to the reported phenomenon. Burrs and edges of the clip. Cracking, bending and deformation of the clip. Grasping condition of the device. The instructions for use shipped with the device provides the user with the following information related to the reported event: the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical endoscopic procedures. Conclusion: the definitive cause of the user's experience cannot be conclusively determined. Based on investigation findings, it is not likely that the event occurred due to a device malfunction. Regarding the clip falling off, it is considered that the clip slipped off after clipping because the amount of tissue gripped was small. The suspect device was not returned to olympus, therefore a physical evaluation could not be performed. This investigation is based on information provided by the customer.